Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a peng alert occurred on the receiver. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot, the receiver vibrates continuously even with a known good battery. The receiver log download and functional testing were unable to be performed due to the receiver vibrating continuously. The receiver case was opened and the internal inspection passed. Confirmation of the reported event of a peng alert occurring on the receiver could not be determined. The root cause could not be determined.